Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was initial difficulty inserting the companion sheath, however, once tip of sheath was inserted slightly past the hemostatic valve the remainder of the sheath glided through without issue. Companion sheath tip was found to be crimped upon removal. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The returned companion sheath was inspected and damage was confirmed at the sheath tip. Clinical mentioned that the physician had to push harder than usual. The root cause of the introducer damage - mechanical of 7fr companion sheath tip was most likely user related as evidenced by the additional force used and damage on returned product. G1 reporting contact email revised on manufacturer device report 1220648-2025-27357 in accordance with updated procedures.